Event description:
The facility's biomed reported an infusion pump with an 812:02 failure code. The biomed stated they have no record of any pt incident involving the pump since the last baxter service event. Additional contact info was requested, but not provided. The device failure occurred during biomed testing, when the pump was turned, a failure code was received.